Event description:
Boston scientific received information that this implantable cardioverter defibrillator's shocking therapy was exhausted after delivering multiple shocks for a suspected sinus tachycardia (st). The heart rate never increased into the other therapy zones, and finally slowed on own and ended the episode. The technical services department reviewed available detection enhancements within the device to attempt to prevent further shocks for st. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.